Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was due to a low battery capacitor. As a result, the battery was recharged. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the power suddenly turned off while during patient use. There was no patient injury reported.